Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was not reported.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. Device was received operating in elective replacement indicator (eri). Analysis of device image indicated that device has reached eri due to normal usage. Further analysis performed showed no anomaly, with battery voltage at elective replacement indicator (eri). Longevity assessment was performed, and implant duration exceeds total projected longevity, indicating normal battery depletion.